Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed noise causing nonsustained oversensing episodes on the right ventricular lead. The noise was able to be reproduced in clinic. Programming changes were made. The patient was stable.